Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump would not detect the cassettes. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a damaged dso and uso seal. Multiple ¿cassette not attached¿ alarms at the start of infusion and at the time of attaching the cassette. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. The cause was unable to be established. The most probable cause is the user using a damaged disposable. As a preventive measure the dso sensor, seal, and bezel were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.